Event description:
A nurse reported that the tip of the probe was bent and found broken and the handle was cracked during vitrectomy surgery. The surgery was completed on the same day after replacing the probe with another one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, with a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with needle broken off at the stiffener sleeve. No probe handle cracked condition was observed. No wear assessment could be performed due to probe needle broken condition. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag indicates that the product was processed and released according to the product¿s acceptance criteria. The photos attached to the file were reviewed by the manufacturing site. Photo one shows a broken probe needle, photo two show a bent needle at stiffener sleeve and photo three show label with reported lot number. Reported issue confirmed from photos. The complaint evaluation conforms the probe had a broken tip. The complaint evaluation does not indicate cracked handle or bent tip condition. How and when the tip became broken cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. No action has been taken by the manufacturing site as bent tip and cracked handle was not confirmed and an exact root cause for the broken probe tip could not be determined from this evaluation. All probes are hundred percent visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).